Manufacturer narrative:
The impella cp was returned for analysis. The root cause of the event was ingested biomaterial. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for high risk percutaneous coronary interventions (hrpci). It was reported that after 24 hours of impella support on p8, a suction alarm suddenly occurred, and the pumps flow rate dropped. An echo confirmed there was no issue with the pumps position or volume. The left and right ventricle conditions were checked, and no issues were noted. The physician suspected a blood clot and the impella was removed and replaced with intra-aortic balloon pump (iabp). A white thrombus was found in the cannula after removal. The patient subsequently experienced hemolysis and a decreased blood pressure due thrombus formation. The patient showed signs and symptoms of dark red urine with a rise in lactate dehydrogenase and potassium after the suction alarm occurred. The physician adjusted the pumps position and ultimately explanted impella. Cardiac stimulant was added when the pump flow rate and patients' blood pressure dropped. No further information was provided.